Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's wife heard a loud grinding noise coming from the pump on (B)(6) 2013. The pt's lactate dehydrogenase (ldh) was 1300 and pt was admitted due to increasing ldh. An echocardiogram (echo) was performed and the left ventricle was not unloading. Add'l info was rec'd confirming that the pt underwent a pump exchange from one lvad to another lvad on (B)(6), 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.